Manufacturer narrative:
The evaluation was completed on 11/17/2004. Visual inspection revealed an inverted septum.

Event description:
Rubber injection port for an interlink extension y-site found leaking while in pt use. Extension set discarded and replaced with another. Lactated ringer's and 5% dextrose injection, usp was infusing; while the pt put her arm at her side, IV solution leaked as well as small reflux of the pt's blood. The IV solution was stopped; the extension set was again replaced. No pt injury was reported. The customer stated that the sample had a leak at injection port and thought there was something wrong with the solvent bond at the port. In addition, she said that there was a visible hole in the septum. No add'l details were available.